Event description:
The patient developed chills during the treatment. Dialysate cultures, drawn from the dialysate lines on the machine, were positive for gram negative and gram positive rods. The patient was treated with antibiotics. It was found that one of the check valves in the waste handling option (who) had failed, causing backflow into the blood tubing set.